Event description:
The patient was recently hospitalized due to increased seizures. The patient was in the hospital for 5 days, and then the vns settings were decreased. No additional relevant information has been received to date.